Event description:
The customer reported his blood glucose reached 312 mg/dl less than 24 hours after the pod was activated. He removed the pod and stated the cannula never inserted into the infusion site. He could also see cannula lying on top of the skin. He activated a new pod and was able to lower his bg to 127 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula had was not inserted into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred.